Manufacturer narrative:
Additional information/correction was added to h3, h6 and h10 (update for evaluation of photograph, omitted on the initial report). H6: type of investigation: remove b17 and replace with b15. H6: investigation findings: remove c20 and replace with c13. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and observed that all components were in place according to specification; however, a cut in the tubing was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of a clearlink system - non-dehp solution set with duo-vent spike snapped and completely severed which resulted in a leak. The issue occurred during patient infusion with antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.